Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The non-specific product performance allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Also, visual inspection revealed no abnormalities.

Event description:
It was reported that this lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis result showed that the allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, visual observation does not revealed any unusuality.

Event description:
It was reported that this lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.